Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 550 mg/dl at the time of incident. The customer¿s current blood glucose level is 380 mg/dl. The customer was treated for high blood glucose with shots. The customer was assisted with troubleshooting for high blood glucose level. The customer was using the insulin pump when high blood glucose was reported. The customer's father was reported that the cannula was bent of the infusion set. The insulin pump will not be returned for analysis.